Event description:
A malfunction alarm was reported with a malfunction code of malf 9, and technical support assisted the caller in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. It was confirmed that the malfunction code did not recur after resetting the pump, and the customer was advised to continue using the pump and to call back if any issues occur again.